Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. The device powered up properly after battery installation, there was no blank display and no unexpected failed battery test alarms during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received battery failure as well as blank display. The customer¿s blood glucose level was 224 mg/dl. The customer also stated that the insulin pump was not working. Troubleshooting was performed for battery failed alarm and noticed that the insulin pump did not alarm with replace battery now. The customer also stated that they changed the batteries, but nothing happened. Troubleshooting was continuing for blank display and noticed that the display did not return. The insulin pump will be returned for analysis.